Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2026. During the ongoing use of the device, the patient reported vomiting. As a result, the patient was dehydrated and hospitalized. The balloon remains implanted. After one week, the patient remains hospitalized. A revision was scheduled for (B)(6) 2026. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Block h6 imdrf code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization. Device evaluation block h11 the orbera balloon was not returned for evaluation, and no media was available for analysis. The reported events of vomiting, dehydration and hospitalization or prolonged hospitalization could not be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review of the orbera was completed and confirmed that the events of vomiting, dehydration and hospitalization or prolonged hospitalization were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Additionally, it was confirmed that the following adverse event is anticipated in the IFU: vomiting and dehydration. Based on all gathered information, for the event hospitalization or prolonged hospitalization, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For the events of vomiting and dehydration, these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). All compiled information on this investigation determines that the most probable cause is "known inherent risk of device.".